Event description:
It was reported that a minimum fill notification was received. There was no adverse impact to the customer's blood glucose level. The customer, following instructions, removed the pump from its case and cleaned the pneumatic tap area, successfully resolving the issue by reloading the same cartridge and resuming insulin delivery.